Manufacturer narrative:
The reported event of no capture was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead failed to capture after multiple attempts. The lead was not used and a new lead was successfully implanted. The patient was stable throughout.